Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient¿s father reported that his daughter had to go the hospital with blood glucose (bg) reading ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with the omnipod personal diabetes manager's (pdm) bg meter and "high" (> 32 mmol/l) (>577 mg/dl) with an alternative bg meter. The patient was also not feeling well. There were no further information regarding the hospital visit or to the patient¿s treatment. Attempts were made to reach the father to obtain additional information about the event.